Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with another device. (B)(4).

Manufacturer narrative:
This report is filed (B)(4), 2012.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. It is unknown whether there are plans to reimplant the patient with another device as of the date of this report, july 27, 2011. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.